Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to perform pump reset, but error continued, so pump replacement was arranged under warranty. Customer planned to continue using current pump until replacement arrived, was instructed to place problematic pump in storage mode before return, to program pump settings and reconnect cgm on replacement pump, and to return malfunctioning pump using prepaid label within 10 days.